Manufacturer narrative:
This report is for an unknown reamer head /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, while reaming for an unknown suprapatellar tibial nail, the reamer head broke into three (3) pieces inside the right medullary canal. The surgeon retrieved the broken pieces easily without additional intervention. The procedure was successfully completed with a surgical delay of twenty (20) minutes reported. No patient consequences reported. Concomitant devices reported: unknown reamer (part# unknown, lot# unknown, quantity 1), unknown reamer shaft (part# unknown, lot# unknown, quantity 1), unknown tibial nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) reamers: reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4 h6: investigation summary product was not returned. Reviewing attached picture, the breakage of the device can be confirmed. There are multiple fragments visible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.